Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Please clarify what is meant by ¿12 patients were involved¿. Suture break in 12 separate patient events. 2. Did the suture break in 12 separate patient events? Yes, but without any further information thus a new complaint has been created to cover the ambiguous reporting. If so, please provide the following information for each patient event: a. What is the procedure name and date? As mentioned not known. B. What are the product code and lot number? 2x mcp496h lot: 100hhk; 2x mcp496h lot: ubmdlp; 2x mcp497h lot: tlmujj. C. Were there any patient consequences? Not reported. D. What is the geographical location did the event occurred in? Unk. E. What is the facility name? Unk. We only have the distributor name, (B)(4). F. Is the sample available to be returned for evaluation? Yes. What is the status of the return sample? Will send to cg lab. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Two boxes with a total of fifty-eight unopened samples were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: in total 12 patients was involved, but no further information about event and patient are known. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture breaks during use. No adverse patient consequences were reported.